Event description:
It was reported that during the surgery, when inserting the screw, the screw was broken, all the pieces were removed from the patient. When another screw was used to continue the surgery, the same problem happened again. Therefore, another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is for 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found it was returned with packaging labels with implant information. Furthermore. Broken condition was not found, consequently, the reported event cannot be confirmed. Damage consistent with intended implantation was found and biological residue from surgical procedure. Additionally, the tip of the screw was observed slightly bent. This condition of the device was consistent with a component failure that was caused by exposure to unintended forces during usage. A dimensional inspection was not performed since it did not apply to the complaint condition. A functional test was not performed since it did not apply to the complaint condition. The overall complaint was not confirmed as the observed condition of the ti matrixneuro screw self-drilling 4mm would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:04.503.104.01c; lot: 9009p53; manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:20 dec 2023. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.